Event description:
It was reported to medtronic minimed that the customer experienced pump froze 2 times in the last 3 weeks, error messages like pump error 23 (post-reset ram crc alarm) and 41 (motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period) are appearing and customer says motor was making strange sound. And also reported time clock was advance. The customer reported no adverse event. The event involved product(s) mmt-1811. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. Pump was reset and battery was replaced. Time clock did advance after inserting new battery. Pump will be replaced due to reoccurrence. No harm requiring medical intervention was reported. Mmt-1811 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. No unexpected no delivery/occlusion alarm, pump error 23/41 alarm or frozen screen noted during testing. ¿unit was reset with a correct time/date and monitored for few hours and no time/clock anomaly noted. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found pump error 23 alarm in the event date of 09-jan-2025 at 19:46:00. No pump error 41 alarm found in the pump history file/trace on the event date 09-jan-2025. Pump was cut open to perform visual inspection and no physical damage or moisture damage found on the keypad assembly, electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within spec range (22.8 mv). The j1 connector on pcba 1 was locked properly during visual inspection. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked select button keypad overlay and minor scratched lcd window. Keypad/button unresponsive/button error alarm, frozen screen, pump error 23 alarm, pump error 41 alarm, drive/motor anomaly and time/clock anomaly not confirmed. Cosmetic damage found on the keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.